Event description:
It was reported that the stent shifted proximal prior to deployment to treat a calcified lesion in the rca; only the distal portion of the stent expanded, and the stent was dislodged when the stent delivery system (sds) was removed. It was believed that the dislodged stent was in the proximal to mid rca. During a subsequent procedure in march 2001, in a different hospital, the stent was located and deployed using an unknown dilatation catheter.